Manufacturer narrative:
Further analysis of the returned epg found voltage/temperature shifts that started on (B)(6) 2020. Pending further evaluation and testing to determine what may have caused the shifts.

Event description:
On (B)(6) 2020, patient felt a "pop" in their tailbone area and reported feeling pain after the pop sensation. Prior to the trial period, the patient had never experienced that sensation. The patient was in the stage 1 trial and doing well. The pain eventually went away. On (B)(6) 2020, patient reported experiencing pain across their low back while driving home from a doctor appointment unrelated to the device. Patient was unable to correlate the pain to any occurrence. During this time, the patient reported to the clinical specialist (cs) that they were unsure when they last felt stimulation from the device, but believed it stopped around the same time as the onset of the low back pain. Patient was having difficulty connecting their patient remote to the trial stimulator (epg). Attempts were made to resolve the issue by checking all connections and restarting the patient remote and trial stimulator, but results remain the same. On (B)(6) 2020, the patient met with the cs and doctor. The doctor observed the patient's back and noted that it looked normal. The cs connected to the trial stimulator using their clinician programmer and noticed an error message had displayed stating to replace the trial stimulator. The trial stimulator was replaced as a result and the issue was able to be resolved. The patient was able to feel stimulation.

Manufacturer narrative:
A review of the device history records found no non-conformances.

Event description:
See section h, number 6, event problem and evaluation codes.

Manufacturer narrative:
The error code that displayed was due to multiple microprocessor watchdog resets. Further evaluation and testing are required to determine the root cause.

Event description:
See section h, number 6, event problem and evaluation codes and section h, number 10, additional manufacturer narrative.